Event description:
The device was implanted in 2002. In 12002, the facility's research coordinator informed the manufacturer (MFR.) That the patient reported with exceedingly high vad rates. A tee was performed to determine if the patient had ai or de-hissed inflow valve. Tee confirmed inflow valve incompetence. The device remains implanted for continued use in the patient's therapy and will be managed in a fixed rate. No further details are available.